Event description:
The pt reported about 2 months ago insulin leaked into the cartridge chamber of her infusion device. She stated that she tried the infusion device with a new power pack and the infusion device would continue to beep with an e7 (electronic error) alarm. She also stated the infusion device display screen is missing segments. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.